Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that about a week or so ago they started to feel shocking "on the inside of their hands." Patient wanted to know if the device needed to be changed or removed. Patient services reviewed that they could attempt to turn the implant off. Patient does not have the controller. The patient was redirected to hcp to address the shocking. No further patient complications are anticipated or expected as a result of this event.